Manufacturer narrative:
The following other knee implants were also listed in this report: triathlon-cr femoral component cemented #4 right, cat# 5510-f-402, lot# sdmtj. Triathlon prim tib baseplate - cemented, cat# 5520-b-400, lot# vobs. Triathlon asymmetric x3 patella, cat# 5551-g-350, lot# z463. It cannot be determined which, if any of these devices may have caused or contributed to the pt's instability. An eval of the devices cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
Adverse event received for instability, resulted in pt hospitalization.